Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was foreign matter in the tube(s) biological and non-biological and label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: lot.0316375 black point on lid tube = 1 sp / lot.0345793 black point = 2 sp.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0316375. D4: medical device expiration date: 2022-03-31. H4: device manufacture date: 2020-11-11. H6: investigation summary: bd had not received samples, but thirty (30) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly, foreign matter (fm) in the tube, fm on the bottom of the styrofoam trays, and a rolled tube label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly, fm in the tube, fm on the bottom of the styrofoam trays, and a rolled tube label. Bd determined that the root cause of the improper stopper assembly was attributed to improper placement of the stopper during manufacturing. The root cause of the rolled label was attributed to improper placement during manufacturing. These failure modes will continue to be tracked and trended. Bd determined that the root cause of the fm was attributed to manufacturing. There has been increased awareness for cleanliness and reduction of fm in the plant. Projects and teams have been developed to focus on fm awareness and reduction. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tube there was foreign matter in the tube(s) biological and non-biological and label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: lot. 0316375 black point on lid tube = 1 sp / lot.0345793 black point = 2 sp.